Event description:
The information provided to sjm indicated a 7f fast-cath introducer was selected for use during a biopsy procedure following a heart transplant. Multiple instrumentation items were inserted through the sheath and the sheath was damaged. On a follow-up visit approximately 6 months post-procedure, an unknown material was observed in the pulmonary artery. The patient was asymptomatic. Future intervention is being considered to remove the material.